Event description:
It was reported by the sales rep. That the device was used during a laparoscopic gastric bypass. The reload caused bleeding at the proximal end. Case was converted to open and bleeding staple line was stitched close.